Manufacturer narrative:
Submit date: 1/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump shut down and would not turn back on. The customer plugged the unit back into the wall and attempted to turn the unit on but it still would not work. No patient involvement.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The unit was repaired and returned. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.